Event description:
It was reported the pt was experiencing discomfort at the ipg (implantable pulse generator) site and hence, the pt's physician addressed the issue by relocating the ipg above the beltline from its current location. Follow-up information identified the pt's pain was reduced after the revision and he was receiving effective stimulation coverage.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.